Event description:
Additional information reported that the patient had a tracheostomy performed on (B)(6) 2019. On 17sep2019, it was reported that an unknown procedure was performed in the patient¿s room without anesthesia. The patient had reported renal dysfunction and the type of treatment rendered was dialysis. On (B)(6) 2019, the patient care was withdrawn, and the cause of expiration was listed as hemorrhagic cerebrovascular accident (cva) and sepsis.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported hemorrhagic stroke, bacteremia, sepsis, anemia, liver dysfunction, renal dysfunction, respiratory failure, and patient outcome could not be determined through this evaluation. It was reported that the patient was found unresponsive on (B)(6) 2019. Upon arrival to the emergency room, the patient was very lethargic and was found to have sepsis; however, he was able to follow commands and protect the airway at this time. The patient was hospitalized for neurologic dysfunction and burr holes were performed on (B)(6) 2019. On (B)(6) 2019, a head CT scan revealed a hematoma. It was additionally reported that the patient developed anemia requiring multiple transfusions of red blood cells from (B)(6) 2019 through (B)(6) 2019. In addition, the patient developed gradually worsening kidney function requiring continuous renal replacement therapy beginning on (B)(6) 2019. On (B)(6) 2019, the patient was reintubated due to having trouble breathing during his hospitalization for the cerebrovascular accident (cva). Additional information provided indicated that the patient also required a tracheostomy on (B)(6) 2019 for respiratory failure. On (B)(6) 2019, the patient developed liver dysfunction following the cva. Treatment included changes to his medication regimen and the liver dysfunction reportedly resolved on (B)(6) 2019. On (B)(6) 2019, care was ultimately withdrawn and the patient expired. The cause of expiration was reported as hemorrhagic cva and sepsis. In addition, it was reported that the patient continued to have regular positive blood cultures for the same bacteria until his expiration and was treated with parenteral antibiotics. No alarms or functional issues with the lvas were reported in association with this event. Multiple attempts to obtain additional information regarding the patient¿s outcome as well as requests for return of the heartmate 3 lvas were issued to the customer; however, no additional information regarding the event was provided and the device has not been returned to date. The complaint file will be closed accordingly. The heartmate 3 lvas IFU lists infection, sepsis, bleeding, stroke, hepatic dysfunction, renal dysfunction, respiratory failure, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was found unresponsive by their spouse on the afternoon of (B)(6) 2019. Upon arrival to the emergency room the patient presented very lethargic, however, was able to follow commands and protect airway. The patient was hospitalized due to neurologic dysfunction. On the morning of (B)(6) 2019, the patient had burr holes done. The patient developed anemia requiring red blood cell (rbc) transfusion on (B)(6) 2019; along with gradually worsening kidney function (renal dysfunction) which required continuous renal replacement therapy (crrt) beginning on (B)(6) 2019 and dialysis. On (B)(6) 2019 the patient was reintubated due to having trouble breathing during recent the hospitalization for stroke intubation. On (B)(6) 2019, a head CT scan revealed a hematoma. On (B)(6) 2019, the patient developed liver dysfunction post cerebrovascular accident (cva) and while septic; in which the patient met definition for two of three bilirubin and aspartate aminotransferase (ast). No further information was provided.